Manufacturer narrative:
The service engineer (se) found the power fail cap not discharging and failing the breath delivery (bd) audio test in est intermittingly. The se replaced the bd power/distribution board. The se performed calibrations and extended self-testing on the device and all tests passed. Product analysis: a bd power distribution printed circuit board (pcb) and a bd power controller pcb were returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned components was performed, no anomalies were found. The returned components were installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found with the bd power distribution pcb; the bd power controller pcb root cause was isolated to an electronic component (c4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator failed the extended self test (est). The ventilator was not in use on a patient at the time of the reported event.